Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was inserted it, loaded and fired once then loaded and fired the second time. When the surgeon withdrew the device from the joint there was a detached suture and nothing else. They searched for the anchors in the joint and could only find a small piece of suture.

Event description:
It was reported that the device was inserted it, loaded and fired once then loaded and fired the second time. When the surgeon withdrew the device from the joint there was a detached suture and nothing else. They searched for the anchors in the joint and could only find a small piece of suture.

Manufacturer narrative:
Alleged failure: we opened a ref 4723 air+ cd. Dr (B)(6) inserted it, loaded and fired once then loaded and fired the second time. When he withdrew the air+ from the joint there was a detached suture and nothing else. We searched for the plegetts in the joint and could only find a small piece of suture. We opened a ref 4722 air+ cu and continued the meniscal repair. The product was retrieved and decontaminated for return. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) use of excessive force, 2) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.